Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urinary tract infection, vaginal bleeding and itching.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 in order to treat cystocele, gsui, rectocele, severe gastroesophageal reflux disease and a hiatal hernia and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to vaginal vault erosion from previous mesh placement, recurrent stress urinary incontinence, failed previous birtch and mesh procedures and rectocele and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.